Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug at an unknown concentration and dose. It was reported there was an inflammatory mass (im) suspected. Reported symptoms included pain. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The hcp was calling for MRI compatibility and did not know much about the patient¿s status. It was unknown when the event began. The patient¿s managing hcp ordered the MRI, and the patient was having an MRI that day (B)(6) (2017). No further patient complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Patient code (B)(4) no longer applies.

Event description:
Additional information received from the representative reported the hcp sent the patient for an MRI to check for an inflammatory mass. The results showed no mass. The representative did not have any further information at that time.